Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, damaged cable) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) and black (main batt) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the open wires.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving "adjust belt" messages and that the belt had a damaged cable.